Event description:
The facility reports the resident was seated in the lifter. The caregiver rolled the lifter out of the shower cabinet. The castor broke, causing the lift to tip over and trap the caregiver between the lift and the wall with the weight of the pt on caregiver. Caregiver called out and a colleague came to their aid. A few days later, the caregiver started having back pains.